Event description:
Pt seen on 9/27/99 for angiography through existing right subclavian port-a-cath. There did not appear to be any abnormal kinking of the catheter. In its expected position with its tip in the right atrial-subclavian junction. Small amount of venous blood was aspirated out through the catheter but the flow was not easy. On 9/29/99 port-a-cath was explanted.